Event description:
It was reported that on the day of implant the right ventricular (rv) lead had high/undefined pacing and defibrillation impedance, and the right atrial (ra) lead had high/undefined pacing impedance. The measurements were taken against and all measurements were normal. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.